Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with the left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance of greater than 2,000 ohms, pacing inhibition and all the lv r-wave measurements were displayed as paced. No patient symptoms were observed. The device was reprogrammed. Additional information indicates that the cause of the observation remains undetermined at this time. An x-ray was obtained and the patient was scheduled to follow-up with the electrophysiologist at a later date. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device and lv lead were explanted approximately four years later due to therapy upgrade. The device was returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.